Event description:
A surgeon inserted the screw and the screw head deformed. Also, the surgeon tried to retrieve the screw and the screw head broke. The remaining part of the screw retrieved from the pt afterwards. Another screw was implanted. The product was discarded by the customer.

Manufacturer narrative:
The actual device is not available to stryker for evaluation. Therefore, the root cause could not be determined. Possible root cause could be: the insertion of the screw was not completely axial so the screw got stuck in the bone or plate. The user applied to much force on the screw, so the screw bent and finally broken.